Manufacturer narrative:
(No problem found) the evaluation did not identify any issues relevant to the reported event.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a facility representative via sems that (qty. 2) of an ar-3210-0029 camera head had an issue. The c-mount attached to the camera goes in and out of white balance and not focusing. Tried troubleshooting but was unable to get it to work accordingly. The case was completed successfully by replacing it with another camera head. This was discovered during an unspecified procedure, with no adverse event or patient harm.